Event description:
It was reported that balloon rupture occurred. The target lesion was located in coronary artery. A 3.50mm x 6mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable.